Event description:
It was reported that the pump was not updated following a refill on (B)(6) 2014. There was no record of the pump being updated in the session report. The low reservoir alarm occurred on (B)(6) 2014 and the empty reservoir occurred on (B)(6) 2014. It was further stated that the patient heard the pump alarm (critical alarm) the past 2-3 days prior to coming into the clinic. It was unclear if the patient just recently heard a new alarm or if alarm was the pre-existing alarms that occurred in (B)(6) 2014. The patient was asymptomatic on the day of the report and the reservoir was found to be empty. It was noted that the programmed stated 76.3ml were dispensed since the last update. The elective replacement indicator (eri) was stated to be 8 months. The pump was used to deliver hydromorphone. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the issue was resolved. The patient recovered without permanent impairment. The patient did not hear alarm until 2 days prior to next refill, only the patient¿s children told her that the pump was alarming.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).